Manufacturer narrative:
Result - a review of the mfg records for the device verified that the lot met all pre-release specs. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2006, the pt was implanted with a gore excluder aaa endoprosthesis to treat abdominal aortic and right common iliac artery aneurysms. On an unk date, computed tomography revealed the right common iliac aneurysm had progressed distally. On (B)(6) 2009, the stent graft system was extended on the right (ipsilateral) side with three add'l gore excluder aaa endoprostheses. The aneurysm was successfully excluded, and the pt tolerated the procedure.